Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when she attempted to insert the sensor, it separated from the needle before she could even insert the sensor. The sensor liner stayed on the sensor base and then the needle fell off. Customer's blood glucose level was 102 mg/dl. The device was not returned.

Manufacturer narrative:
Evaluated one opened/used sensor and found needle hub separated from sensor's base. The needle retracted inside needle hub. We were unable to confirm customer's complaint due to customer returning sensor opened/used. Complaint against sen-serter. We were unable to confirm adhesive anomaly due to sensor was returned opened/used